Manufacturer narrative:
The purpose of this investigation was to analyze the retrieved genesis ps hf insert. Macroscopic photo analysis and dimensional inspection were performed on the retrieved insert. The critical dimensions of the insert were checked against the ipusing standard instruments. Dimensional analysis of the insert showed the t-u depth and height/anterior lock detail were within specification. The periphery, locking detail, a-p width, m-l width overall, dovetail and locking detail dimensions could not be measured due to the deformation present. The insert has abrasive wear, burnishing and pitting on the articulation surfaces. The insert has a roughened and worn area posteriorly on the medial condyle likely due to contact with bone after dislocation. The distal surface of the insert has instrument damages likely occurred during explantation. The post has deformation and rough worn areas on the anterior side likely due to contact with bone and/or femoral component. The posterior side of the ps post has burnished regions likely occurred due to articulation. Based on examination of the returned polyethylene insert the exact reasons for femoral component dislocating on the ps post could not be determined.

Event description:
It was reported that a revision surgery was required due to implant dislocation.